Manufacturer narrative:
The customer reported that on (B) (6) 2009 at approximately 2:30 am, a pt in bed # (B) (4) had bradycardia events and the mp70 monitor did not alarm. The customer stated that the monitor was counting the bradycardia events correctly but there were no alarms. A philips customer engineer (ce), was contacted to go on-site and retrieve the alarms logs for analysis. The alarm logs show the following: alarms were suspended on bed (B) (4) at 2:37 am suspended at 2:38 am by the user. The 3 star brady alarm was generated at 2:40 am with brady 49<50. At 2:41 am, the alarms were suspended again on bed (B) (4) by the user. Arrhythmia analysis was turned off and on twice at 3:02 am and 3:15 am. In addition, 3 star apnea alarms were generated by the monitor at 3:37 am and 4:11 am respectively. The ce tested the monitor in question and could not duplicate the reported alarming issue. The available information shows that the monitor in question worked per its specifications. The monitor is currently in use at the customer site. No further investigation or action is warranted. (B) (4).

Event description:
The customer reported that on (B) (6) 2009 at approximately 2:30 am, a pt in bed (B) (4) had bradycardia events and the mp70 monitor did not alarm.